Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e226 and due poor water tightness of cable unit, water tightness was lost a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of cable unit, the endoscopic image could not be displayed and due to poor water tightness of cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had no image and gave a message requesting assistance. The issue was found during inspection for use. There were no reports of patient harm.